Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a breach in the catheter was confirmed from the photograph that was provided for investigation; however, the cause could not be determined. The photo showed a breach in the single lumen tubing just distal to the molded wing of the powerpicc. The breach exposed the inner lumen wall; however, the condition of the adjoining surfaces of the breached tubing could not be discerned. It could not be determined if the material exhibited wear and fatigue or damage associated with a sharp instrument cut. Since the breach was visible in the photo, the complaint was confirmed, but the cause could not be determined. A review of the device history record (DHR) shows that the lot met all release criteria. A lot history review (lhr) of rebz1291 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC split at the hub/catheter connection.